Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Impact code: appropriate health impact term/code not available. Suggested code: unable to diagnose/loss of tissue. Clinical code: appropriate clinical signs, symptoms and conditions term/code not available. Suggested code: loss of tissue sample. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure procedure on (B)(6) 2026, that the device was not suctioning into the tissue trap while cutting tissue. It was reported that the tissue sample was lost in the myosure tubing. A second device was used to resect the sample and the procedure was completed. No other information is available.